Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00032 report on 06-feb-2020 and MDR 1219913-2020-00032 supplemental report 1 on 05-mar-2020 for additional information. 28-apr-2020 additional information: siemens has reviewed 13 months of patient data. The data included 338,073 results from 07-mar-2019 to 23-apr-2020 and toxo g reagent lots 235, 239, 243, 245, 247, 249, 251, 252 and 258. The rate of result interpretations for reagent lot 252 recover similar and comparable with the other reagent lots reviewed. Siemens is investigating. MDR 1219913-2020-00031 supplemental report 2, MDR 1219913-2020-00033 supplemental report 2, and MDR 1219913-2020-00034 supplemental report 2 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00032 report on february 06, 2020. 11-feb-2020 - additional information: toxoplasma igg (toxo g) reagent lot 252 calibration and quality control (qc) were valid and within specifications while patient results were produced. 13-feb-2020 - additional information: non-specific antibody blocking tube (nabt) toxo g test results. Before nabt treatment after nabt treatment. 20 ui/ml 19.94 ul/ml. Siemens healthcare diagnostics is investigating. MDR 1219913-2020-00031 supplemental report 1, MDR 1219913-2020-00033 supplemental report 1, and MDR 1219913-2020-00034 supplemental report 1 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00032 report on 06-feb-2020. MDR 1219913-2020-00032 supplemental report 1 on 05-mar-2020 for additional information, and MDR 1219913-2020-00032 supplemental report 2 on 20-may-2020 for additional information. 25-jun-2020 additional information: siemens has completed the atellica im toxoplasma igg (toxo g) incident investigation. The toxo g assay calibration and quality control (qc) results were acceptable at the time of the event. The customer had performed non-specific antibody blocking tube (nabt), resulting reactive for toxo g, however recommended sample testing with heterophilic blocking tube (hbt) was not provided. Heterophilic antibodies interference cannot be ruled out as a potential contributing factor. The atellica im toxo g instructions for use (IFU) 10995430_en rev. 02, 2019-08 limitation section states the following: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." The toxo g reagent lot 252 calculated specificity for this customer is 99.9 % and the relative specificity as described in the atellica im toxo g IFU is 99.6 %. Based on the available information provided, the reproducible false reactive toxo g results are not reagent lot specific or sample/draw specific, but isolated to this patient. The patient sample is not available for further investigation. The atellica im toxo g reagent lot 252 is performing as intended and a product performance issue was not confirmed. The assay is performing within specifications. No further evaluation of the device is required. Section h6 device, result and conclusion codes were updated to reflect the additional information. MDR 1219913-2020-00031 supplemental report 3, MDR 1219913-2020-00033 supplemental report 3, and MDR 1219913-2020-00034 supplemental report 3 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, false positive atellica im toxoplasma igg (toxo g) results obtained on samples from the same patient during pregnancy. Siemens has reviewed the customer provided toxoplasma igg specificity information for lot 42017252. The calculated specificity of 99.91% (3/3348) is within the instruction for use (IFU) specificity claims. Siemens is investigating. The IFU states in the limitations section: "specimens collected in the early stages of infection may have igg levels that are classified as negative. In geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2020-00031 (28-dec-2019), MDR 1219913-2020-00033 (07-sep-2019), and MDR 1219913-2020-00034 (27-jul-2019) were filed for the same event.

Event description:
False positive atellica im toxoplasma igg (toxo g) results were obtained on samples from the same patient during pregnancy. The positive toxo g results were questioned by the physician(s). The patient samples were sent to a reference laboratory and resulted negative when tested on two alternate test methods. The negative toxog results were reported to the physician(s) as the corrected results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.